Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur, the outer tube is deformed, and the outer tube has a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes and flicker in image occur. Based on the results of the investigation, a probable root cause could not be identified for the additional malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information receive from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had flickering image. The issue was found during a set up. There were no reports of patient involvement.